Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported coronary sinus dissection could not be conclusively determined. Per the IFU, vascular perforation may occur during use.

Event description:
During a crtd implantation, a dissection of the coronary sinus (cs) occurred. A livewire ep catheter was placed in the cs. The livewire ep catheter was then removed and a cps direct mediguide-enabled sheath was placed in the cs and an angiogram revealed a dissection in the coronary sinus. A vvi ICD was implanted instead of a crtd. The patient remained asymptomatic throughout the procedure and recovery. There were no performance issues with the livewire ep catheter.